Manufacturer narrative:
(B)(4).

Event description:
The customer reported the battery is slow, often it does not make contact thus turning the equipment off, this is a recurring problem. There was no reported patient involvement.